Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause for the gap between the acoustic lens and ultrasonic probe could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer originally returned his olympus evis exera ii ultrasound gastrovideoscope due to a faulty image being noted during procedure preparation. There was no patient harm reported from the above event. During the device evaluation, it was discovered that there was a gap formed between the acoustic lens and the ultrasound probe. This report is being submitted to capture the gap formed between the lens and probe confirmed during the evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, there was a gap noticed between the acoustic lens and the ultrasound probe. Additionally, the cylinder was discolored. The grip had scratching present. The connector was deformed and compromising the water tightness of the unit. The ultrasonic probe and acoustic lens were both damaged. The distal end adhesive was cracked. The connecting tube was scratched, and due to the elongation of the angle wire, the bending angle was out of specification. If additional information becomes available following the device evaluation, a supplemental report will be filed.